Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam; brake pin guide, snap ring.